Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized twice for hypoglycemia, with a blood glucose reading of 21 and 14 mg/dl. The customer's territory mgr stated that the infusion set was last changed three days prior to the second hospitalization. Programming was correct. Nothing further was reported.